Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in japan. It was reported that the patient faced hypoglycemia event on (B)(6) 2026. The patient ate 6 cookies but the blood sugar did not increase. The blood glucose level was 40-55 mg/dl at the time of the event and got treated by glucose ingestion. No further information available.